Event description:
It was reported that the patient's right atrial (ra) lead exhibited low pacing impedance. No intervention or procedure was reported. The patient was stable.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the lead exhibited low pacing impedance. No intervention or procedure was reported. No patient symptom was reported.